Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was a gap in the glued end or dirt has entered the lens through the gap. In addition, it was noted, there was cuts in the forceps wire, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, the adhesive part of the lighting lens came off and the curved rubber adhesive was missing. There were also scratches on the insertion tube, the tip cover, the objective lens and the operation part. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera duodenovideoscope forceps lifting wire was broken. Upon inspection and testing of the returned device, it was discovered, the lighting lens adhesive was peeling off. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the adhesive part of lighting lens peeling off found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens was peeling due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.